Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "bleed in his spine which he thinks was caused by an improper fitting". The patient's spouse confirmed that the patient stopped wearing the lifevest due to the discomfort of the equipment. It was reported that the patient has had back / lumbar issues and is paralyzed from the waist down. Per the spouse, "patient was taking eliquis (apixaban) a blood thinner and it may have caused the bleeding." The spouse does not believe the issues were caused by the lifevest. Outcome of the injury is unknown. Reporting out of abundance of caution.